Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's nurse stated that the insulin pump was working fine and there was no need to perform any troubleshooting. The customer's nurse also stated that the customer was not taking care of herself and may have sinus infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.